Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the remote switch was broken due to physical load and the ultrasonic probe had superficial damage due to physical load. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters. Chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) microorganism was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the channels. The channels are also flushed. Aniosyme synergy 5 detergent is used for precleaning. Asept inmed brushes are used in manual cleaning. The scopes are then cleaned in a getinge automated endoscope reprocessor, using aperlan poka yoke dlc detergent, and aperlan poka yoke agent a and agent b disinfectant. Their storage practice is in a non-olympus storage cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured and greater than two-hundred (200) colony forming units (cfu) of enterobacter species were detected in the biopsy channel, suction channel, and an unspecified other channel. Seven (7) cfu of enterobacter species were detected in the air/water channel. Greater than two-hundred (200) cfu of enterobacter species and enterobacter cloacae were detected at the distal end. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.